Event description:
It was reported that the patient went to the emergency room on (B)(6) 2025 due to persistent high blood glucose levels and urinary tract infection (uti). The patient's blood glucose levels reached 300 mg/dl while wearing the pod for more than 48 hours. Symptoms were reported as "typical symptoms of a uti." The patient had glucose levels ">1000" in the urine. The patient was diagnosed with a uti and reported they had been experiencing persistent high blood glucose levels for a few days prior that they think may have been contributory as a cause of the uti. As treatment, the patient was prescribed an antibiotic. The patient also mentioned a history of experiencing recurring utis due to high blood sugars, however further specifics were not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported urinary tract infection requiring antibiotics and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.